Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was over 300 mg/dl. Reportedly, customer continued using pump for insulin therapy.